Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a button error. The blood glucose reading was 179 mg/dl. There were no significant events that led up to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.